Manufacturer narrative:
(B)(4). The customer returned the lidstock, tray, and spring-wire guide assembly from a sa-15703-j kit. The spring-wire guide showed no signs of use. Two kinks were noticed on the spring-wire guide that was positioned in the thumb advancer. The length and outer diameter of the spring wire guide were measured and were found to be within specification. The spring-wire guide was found to be kinked 63.1cm and 64.9cm from the proximal end. The kinked segment of the spring-wire guide would pass through the advancer, but with significant difficulty. A tug test was performed on both welds and they were found to be intact. A device history record review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide being kinked prior to use was confirmed during the sample investigation. The probable cause of this issue is shipping and handling. No additional action shall be taken at this time. Teleflex will continue to monitor and trend for reports of this nature. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that when the kit was opened, the spring wire guide was found kinked/bent. A new kit was opened.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges that when the kit was opened, the spring wire guide was found kinked/bent. A new kit was opened.